Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an nc quantum apex balloon catheter. The balloon was loosely folded with blood in the balloon and lumen. The tip, balloon, markerbands, proximal bond, inner shaft and outer shaft were microscopically and visually inspected. Inspection revealed a complete separation in the balloon material approximately 6mm from the tip of the balloon, with the distal end of the balloon folded back over the distal end (tip) of the device. The inner shaft of the device was separated 4 mm distal of the port/exit notch, and the outer shaft was damaged (flattened and stretched) for 4cm, just distal of the midshaft heatbond. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. After stenting, an 8mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for post-dilatation. However, during initial inflation at 20 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified left circumflex artery. After stenting, an 8mm x 3.00mm nc quantum apex¿ balloon catheter was advanced for post-dilatation. However, during initial inflation at 20 atmospheres for 10 seconds, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with a different device. No patient complications were reported and the patient's status was good.